Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as this complaint was based on an article review and no device/lot information was provided. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that there is no evidence that death was related to the device. Mitral regurgitation, hemorrhage, sepsis, fever and death are listed in the instructions for use. Based on the information reviewed and due to the limited information available from the article, a cause for the reported single leaflet device attachment/slda cannot be determined. The reported mitral regurgitation (mr) appears to be due to the slda of the central clip and partial clip movement (migration) of the second clip in the lateral position. However, a cause for the reported sepsis resulting in fever and death cannot be determined. Additionally, a cause for bleeding (hemorrhage) cannot be determined. The reported hospitalization and additional therapy/non-surgical treatment were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The other patient events listed in the article are filed under separate MFR report numbers.

Manufacturer narrative:
UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number. Article titled, surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients.

Event description:
This is filed to report partial clip movement, medical intervention, hemorrhage, recurrent mitral regurgitation, prolonged hospitalization, sepsis and death. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, four clips were deployed, reducing mr. However, 2 months later, the central clip became detached from the posterior mitral leaflet,but remained attached to the mitral leaflet (single leaflet device attachment/slda). The second clip in the lateral position partially moved on the anterior leaflet. The other two clips remain stable on both leaflets. The mr increased to grade 3. The patient developed a fever. The patient remained hospitalized initially for surgery, but instead an extracorporal membrane oxygenation was placed. The patient experienced major bleeding. Approximately 30 days later, the patient died from sepsis. Details are listed in the article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients." No additional information was provided.